Manufacturer narrative:
The reported smartstitch perfectpasser suture cartridge, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during an arthroscopic rotator cuff repair, a perfect passer magnum wire suture was applied into the tendon. After the device was used it was noticed that the end part of the device was broken and was missing. Potential that the tip was left in the tendon.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect needle and/or suture (2) excessive force. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. When loading a suture cartridge, be sure not to kink the suture tube. Kinking the suture tube may cause a malfunction during application of the suture. Ensure that the suture cartridge is locked to the distal tip of the suturing device. Tug gently but firmly to assure secure placement. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Additional information added.

Event description:
It was reported that during an arthroscopic rotator cuff repair, a perfect passer magnum wire suture was applied into the tendon. After the device was used it was noticed that the end part of the device was broken and was missing. The consultant had a good look around the shoulder joint for the broken piece but couldn¿t find it within the joint and was satisfied that the broken piece was not in the joint. The issue did not cause any delay in the procedure and it was successfully completed with the same device. No additional treatment or x-ray was carried out at the time.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during an arthroscopic rotator cuff repair, a perfect passer magnum wire suture was applied into the tendon. After the device was used it was noticed that the end part of the device was broken and was missing. Potential that the tip was left in the tendon. Patient injuries were not reported.